Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the battery compartment was cracked. The patient had a blood glucose of 293 mg/dl with large ketones. The patient received no unusual treatment. This complaint is being reported as the issue may result in the long term cessation of insulin delivery.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 10/12/2016: the device was returned to animas and evaluated by product analysis on 08/08/2016 with the following results. No defect was found. Unable to duplicate the complaint. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No cracks or damage found to the cartridge compartment. Returned cartridge cap fully secures to the pump with no issues. Pump history shows the pump was manually suspended on (B)(6) 2016 10:11 and manually resumed at 10:29.